Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, 3 days after a t&a performed with an ent coblation wand the patient was in pain and current pain medications were not sufficient in controlling the pain. Patient was also described as having limited po intake. Patient's mother was advised to take patient to ed for IV fluids. Patient's mother waited 2 days before taking patient to ed at which time they were admitted. The patient stay overnight when visiting the ed for post-op pain and dehydration. Patient refused all food and drink due to post-op pain following the t&a. The outcome is unknown.